Event description:
One patient with discrepant glucose results. Initial results <1 mmol/l. Same sample repeated using different method gave result of 5 mmol/l. Same sample tested again in 2007, using initial method, result was 3.0 mmol/l. One day before, a new sample from the same pt gave initial glucose result of <1.0 mmol/l. Same sample repeated using different method gave result of 5.0 mmol/l. If add'l information is received, appropriate notification will be provided.